Event description:
It was reported by the distributor that during routine test, the cardiosave intra-aortic balloon pump (iabp) was not performing the autofill. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d9. A getinge field service engineer (fse) stated the distributor confirms that the equipment remains out of use since the incident pending fse instructions. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.